Manufacturer narrative:
The device was received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly, repair noted the lock needing new components added to replace worn internal parts. The unit also needed to be machined to have heli-coils added to large starburst threads. The set screw in the swivel base was tight; general maintenance and cleaning required. The device history record was review showed no abnormalities related to the reported incident nor were there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. The reported complaint was confirmed. Root cause of the movement was most likely due to wear and tear. The observed residue build up was most likely the result of decontamination or sterilization method outside the prescribed and validated method in IFU.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation linked to MFR report number 3004608878-2019-00162, 3004608878-2019-00163.

Event description:
This is 3 of 3 reports. An account manager reported on behalf of the customer that on an unspecified date, an a1059 mayfield modified skull clamp was sent in for repair due to a broken lock. This was discovered during the weekly inspection of devices. There was no patient prepped for surgery and there was no surgery delay.